Manufacturer narrative:
The customer refused to provide pt info based on confidentiality.

Event description:
It was reported that a pt had an asystole event and the system allegedly did not provide an alarm. The staff was reportedly present and witnessed the asystole event when it occurred. Medical intervention was necessary as the pt coded, and the pt was transferred to ICU. It was reported that arrhythmia suspend alarms did occur, but were not recognized or heard by staff. A log review showed that the clinical info center (cic) provided visual and audible alarms for asystole and pause events, which were silenced by an operator at the cic. All audible alarms were sounded at 40% volume. The log files show that the operator was interacting with the system during the time frame in question. The customer reported that the full disclosure strips show the system alarmed but they requested a log review to determine what alarms were called by the system and what the user interactions were. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.